Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. It was reported that moisture ingress was located behind the display one day after the user went swimming while wearing the pump. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 17-may-2018 with the following findings: no visible evidence of moisture was observed behind the display screen, a leak test failed due a display lens leak. The pump powered up correctly. The pump¿s cover was removed, moisture corrosion was found to the continuous glucose monitor module and to the printed circuit board.